Event description:
Accolade,trident, metal-on-poly. 2006.groin pain 12-18months.first-time dislocation last month, just twisting around to refrigerator whilst standing in kitchen.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accolade stem. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.